Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the surgeon was unable to use two 3.0mm headless compression screws (hcs). The surgeon predrilled the bone with a 2mm drill bit, measured and then progressed the screw through the first cortex. After gaining compression, the countersink screwdriver was inserted into the compression sleeve to countersink the head of the screw. The head itself would not countersink and would remain out of the bone with all threads showing, multiple times. Once the compression sleeve reached the near cortex, the screw began to advance out of the compression sleeve without countersinking into the bone. This added an unknown amount of time to the surgery. The device was swapped for a different product and the procedure was completed successfully.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This is report 1 of 2 for complaint (B)(4). Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.